Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). Investigation summary: the device was received and repaired at the service center. The complaint was confirmed. The following information was derived from the service report: mechanical upgrade performed. Pressure adjuster worn out. Overpressures out of range. Cpu board repaired. Pneumatic circuit checked. Unit cleaned. 8-hour endurance test carried out. Unit calibrated newly. Functional test performed. Functional test acc. To test procedure completed. Electrical safety test completed. Safety test checklist enclosed. When the pressure adjusters are worn out and the cpu board is defective the pressure in the fill chamber will be too high. Therefore, it is a potential root cause for the reported failure. However, given the information provided we cannot discern a definitive root cause for the reported failure. The device is categorized under legacy manufacturing. A review of lot/batch history for each legacy fms product complaint is not recommended since legacy manufacturing no longer exists, and it is no longer possible to make process corrections or corrective actions. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: the device is categorized under legacy manufacturing. A review of lot/batch history for each legacy fms product complaint is not recommended since legacy manufacturing no longer exists, and it is no longer possible to make process corrections or corrective actions.

Event description:
It was reported by the affiliate in (B)(6) that the 4590 fms solo irrigation pump device had an unspecified malfunction. During in-house engineering evaluation, it was determined that the pressure in the fill chamber on the device was too high on the device. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown but was noted to have occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.